Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in italy during treatment. It was reported that during the priming procedure there were no pressure reading issues. After the patient was connected there were pressure reading issues. The pressure has been zeroed correctly before priming with an empty module. Another cardiohelp with another hls circuit has been used on the patient. The patient is in an good condition and awake. The cardiohelp has been tested with a demo hls set and the pressures were normally displayed. Therefore, the cardiohelp could be excluded as the fault. No harm to any person has been reported. As the hls set was replaced during treatment and pressure reading issues can lead to a pump stop if the intervention was set by the user, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in italy during treatment. It was reported that during the priming procedure there were no pressure reading issues. After the patient was connected there were pressure reading issues. The pressure has been zeroed correctly before priming with an empty module. Another cardiohelp with another hls circuit has been used on the patient. The patient is in an good condition and awake. The cardiohelp has been tested with a demo hls set and the pressures were normally displayed. Therefore the cardiohelp was confirmed being functional. No harm to any person has been reported. As the hls set was replaced during treatment and pressure reading issues can lead to a pump stop if the intervention was set by the user, a report is required. The affected product was requested for part return, however, the hospital's pharma vigilance department is currently withholding it. Further, it was confirmed that other information about the patient and the circumstances are not available. Therefore the exact root cause remains unknown. However, a medical consultation was requested and following conclusion was received on 2025-07-04: "without an investigation of the product, a definitive root cause(s) of the reported event cannot be determined. Further, additional information regarding the event and the patient may provide the necessary details to arrive at a possible root cause(s). The complaint mentioned va fem-fem ecls secondary to cardiogenic shock with a flow 4l per min and 2500 rpm. However, after initiation the pressures were reported as ¿strange¿ with p venous of -140 mmhg and delta p of 85mmhg. The pressure sensors were reported zeroed correctly during priming. The initial hls set was exchanged for another hls set with no reported harm to the patient. Without further information regarding clinical management, anticoagulation, cannula position, inspection of the disposable, etc., a reasonable proposal of a possible root cause(s) cannot be advanced." Additionally, according to the risk assessment of the hls set the following root cause can lead to the reported failure: - damage of the electrical sensors due to condensed water on the flexible circuit board according to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2025-07-03. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions. CAPA 1100578 has been initiated for the reported failure ¿blood pressure sensor gluing inadequate¿ and for the reported product ¿beq-hls 7050 USA #shls set advanced 7.0 with article number 701069078¿. It is unknown at this time, if the reported failure was due to inadequate gluing. The review of the non-conformities has been performed for the reviewed time period. It was found that ncs 3037461, 3037036, 3052090 and 3050719 were initiated for pressure reading faults due to inadequate gluing of sensors. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if significant information becomes available the complaint will be reopened and necessary steps will be initiated. Note: this event occurred on the italian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID# (B)(4).